Event description:
It was reported that the patient had muscle stimulation six months after implant of the left ventricular lead. The lead was reprogrammed and remains in use. The patient is part of a system longevity study. No patient complications were reported as a result of this event. The lead continued to cause muscle stimulation. The lead was explanted and replaced.

Event description:
It was also thought that the lead had dislodged.

Event description:
It was reported that the patient had muscle stimulation six months after implant of the left ventricular lead. The lead was reprogrammed and remains in use. The patient is part of a system longevity study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.